Event description:
It was reported that the patient¿s blood glucose level was greater than 35 mmol/l (630 mg/dl) with ketones of 0.4 while wearing the pod between 25 and 36 hours on the abdomen. It was noted that the cannula dislodged from the infusion site during the night. The patient called their doctor and was advised to apply a new pod and administer a manual injection which the patient did to treat the hyperglycemia. The device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available.